Manufacturer narrative:
The serial number has been updated and correct manufacturing site is 3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the device was explanted and replaced with another stimulator.

Event description:
Additional information received from a manufacturing representative reported the patient's revision to change the implantable neuros timulator (ins) was scheduled for (B)(6) 2016. The ins would be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) had been implanted for nine months and was already displaying an elective replacement indicator (eri). The hcp stated the eri was high unusual based on the programmed settings and they felt that there was something wrong with the ins. The eri was noticed during a follow up clinic visit. Impedances were checked and x-rays were done. A revision was planned to replace the ins, but was not scheduled. The issue was not resolved at the time of this report. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins, model 97702, serial no. (B)(4), found no significant anomaly; battery normal end of life, telemetry and output okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.